Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "on (B)(6) 2017 at 1:00 a.m., a newborn patient's heart rate fell to 0 and the monitor did not alarm. The patient died".

Manufacturer narrative:
It was established that a newborn baby was brought to the ICU on (B)(6) at 09:50 p.m. For serious malnutrition, thyroid hypofunction, and congenital megacolon. The heart rate of the neonatal patient went below the normal range around 01:11 a.m. On (B)(4), but according to the customer, the intellivue mp50 patient monitor did not alarm for this event. When the nurse found the newborn around 01:30 a.m., she tried to rescue the patient, but the rescue attempts were not successful and the baby was declared dead at 02.25 a.m. The neonatal patient was in bed 9 of the ICU. The philips field service engineer (fse) went to the customer site on (B)(6). The intellivue mp50 patient monitor was tested and found to be operating as specified and expected. All generated alarms were announced correctly during the onsite testing. When checking the alarm history in the monitor, it was established that the alarm history for the time frame of the reported event had been overwritten during the subsequent use of the device, therefore no data was available for the review. The alarm log from the central station had also been overwritten and was no longer available for evaluation. The fse additionally collected device and configuration reports from the patient monitor which were forwarded to the philips product support engineer (pse). During the review of the provided reports, the pse found that only technical alarms, such as "ECG leads off", "cannot analyze ECG", "ECG signal interference", and "alarms off" were displayed. However, all these alarms were recorded between 2:08 and 02:09 a.m. No alarm messages from the actual time of the incident around 01:11 a.m. Were available. Due to the lack of data from the time of the reported incident, it was not possible to establish a root cause for the event. The device was tested and found to be operating correctly during the onsite investigation, therefore it was not possible to reproduce the reported issue. Although there was no trouble found during the onsite visit, a malfunction of the device cannot be ruled out due to the lack of available data. The root cause remains unknown. The available information from this report does not support that this failure represents a systemic, design, or labeling problem